Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with a ruptured aneurysm due to a type iii endoleak, fabric. The physician opened the patient and discovered a hole in graft and converted to open repair. The proximal section of the stent graft was cut off to allow surgical anastomoses to existing bare spring and proximal 1cm of stent graft material. It was noted by the physician that the patient had an existing type ii endoleak; however, the hole in the stent graft was noticed during open repair. The physician did not know the cause. No additional clinical sequelae were reported and the patient is fine.